Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after the implant, the patient experienced right groin pain, mesh was adherent to surrounding tissue, floor significantly weakened, and significant scarring. Portion of the mesh was very adherent to the cord. Post-operative patient treatment included revision surgery, ilioinguinal nerve resected, and removal surgery.